Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that when using a gastrointestinal videoscope, there was angulation play and low angulation. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation there were foreign objects in the nozzle, the bending section cover had clotting protein, and the up down/right left angulation knob was dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. It was observed that due to wear of the angle wire, the bending angle in the up direction and the play of the up/down and right/left knobs were out of standard value. In addition to the foreign objects in the nozzle, the clotting protein in the bending section cover and dirty knob, additional evaluation findings were as follows: part of the image could not be obtained due to damage on the charged coupled device unit, the image had black dots, the water removal ability did not meet the standard value, the plastic distal end cover had a dent, the adhesive on the bending section cover was detached, and the connecting tube had discoloration. Also, the following components had scratches: the connecting tube, the objective lens, light guide lens, the control unit, suction cover, grip, universal cord, suction connector and suction cover unit. The image guide protector had a cut, and the suction cylinder and forceps channel port were shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.